Event description:
On (B)(4) 2012, medwatch uf/importer report (B)(4) was received: patient in or for robotic laparoscopic hysterectomy; surgeon documented grossly enlarged uterus with multiple fibroids. As surgeon was bivalving the uterus, he saw a flash of blood coming from the left side of the patient and immediately recognized vascular injury. The robot was immediately undocked and procedure was converted to opened procedure. The vascular surgeon responded immediately to repair the patient's left external iliac artery, which he described as charred due to cautery injury. Operating room staff reported small tear in the plastic that covered the metal end of the monopolar scissor. The patient was stabilized after surgical repair and administration of blood products and transferred to the intensive care unit postoperatively. She remained stable and was transferred to the surgical unit the following day. The patient was discharged home (B)(6) 2012.

Manufacturer narrative:
As part of a legal mediation effort, on july 25, 2013, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012. The documentation received stated that the patient sustained an injury to an artery during the surgical procedure. An initial MDR reporting the event was submitted on may 24, 2012. The operative report provided states that the patient's uterus was quite large and a supraumbilical incision was made due to the size of the uterus. An attempt was unsuccessfully made to remove the uterus intact from the vaginal incision. The surgeon noted it was decided to bivalve the uterus by using cutting monopolar current. This was done by starting to make the incision vertically in the midline with the uterus sitting in the pelvis. The bivalve continued to be working directly in the midline under direct visualization with the monopolar scissors, and during this the surgeon saw flash of blood coming from the left side. The surgeon directed the camera to the left pelvic sidewall and instantly recognized a vascular injury. Vascular surgery and anesthesia support were called. The surgeon immediately got out of the surgeon side console (ssc) and made a vertical incision at the bedside with a knife. A vascular surgeon was brought in and successfully repaired the left external iliac vessel . The patient's vaginal cuff was then closed followed by closure of the patient's abdomen. The patient returned to the operating room after ischemia to the patient's left lower extremity was observed. The patient subsequently underwent a femoral thrombolectomy with an intraoperative diagnostic arteriogram and injection of papaverine. After completion of the procedure, the patient was returned to the recovery room intubated but in stable condition. No complications or abnormalities were found during post-operative evaluations on may 2, 2012 , august 1, 2012, and february 6, 2013.

Manufacturer narrative:
Corrected information can be found. Initial MDR was inadvertently sent with incorrect information: type of reportable event.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The mcs instrument used in conjunction with the tip cover has not been returned for evaluation. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument used in conjunction with the mcs tip cover accessory was returned and evaluated. The instrument was tested with the system, the system recognized the instrument. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Scissors cut cleanly through 0.006 latex. No signs of arcing were observed. Electrical continuity test passed. The instrument was found to be fully functional. The tip cover accessory has not been returned for evaluation.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.